Event description:
The mother of a home peritoneal dialysis pt reported that the pt was overfilled during fill 5. The pt's prescription was for a fill of 1,670 ml. The cycler showed that she was filled with 2,650 ml. The pt c/o nausea. She did a manual drain but only drained 900 ml. The solution bags were almost empty so she stopped the treatment without completing the last fill. The pt felt better after. There was no serious injury or illness.